Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had compromised force sensor system alarm and customer experienced hyperglycemia. The customer blood glucose level was 450 mg/dl. Troubleshooting was performed. Customer had back up plan insulin injection. Customer states the insulin pump was not bumped or dropped. Customer stated that the drive support cap appears flush. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be returned for analysis.